Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) exhibited an isolated stored signal artifact monitoring (sam) episode which minute ventilation (mv) vector switched from the atrial lead to the ventricular lead. All atrial and right ventricular impedances are within normal limits and there is no evidence of lead noise. Just prior to the sam event, the patient had received atp and a shock. It is possible that the residual energy from that episode created a temporary impedance imbalance that caused the mv chop. No adverse patient effects were reported. This device remains in service.